Event description:
A non-healthcare professional reported that after intraocular lens (iol) implant procedure, a lens was explanted in secondary procedure due to incorrect lens power. The lens was replaced with unspecified multifocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).